Event description:
The consumer indicated that on two separate occasions consumer's chair allegedly tipped over while trying to go up a wheelchair curb. Adding that consumer hit these 3" curbs at an angle to avoid traffic.